Event description:
Procedure: lung resection. According to the reporter: the stapler locked on tissue. The stapler forcibly opened and resulted in tissue damage associated with bleeding. The surgery was converted to open. Blood loss was reported as 0.51 and the surgery time was extended by more than 30 minutes. The pt stabilized after surgery and was released to home care.

Manufacturer narrative:
Initial report sent to FDA on 10/07/2009.